Manufacturer narrative:
A product was received and sent to the supplier for investigation. This is a supplied item; the device history record (DHR) is at the supplier. No further information has been made available to date. Should additional information be returned pertinent to the investigation, a supplemental report will be filed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the catheter did not go in smooth while inserted through the skin. No patient injury was reported.